Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the number of doses did not increase even if they changed the doses. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. As a result of checking the event history log, it could not confirm that there was no record of the related customer reported issue. Functional testing confirmed the customer reported issue. The connection of the dose cord to the pump was not recognized. The investigation determined that a possible cause is a defective mainboard or dose cord connector. The mainboard and dose cord connector were both replaced.